Manufacturer narrative:
During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion 7.6 ¿ 8.3 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was intact at this location. Additionally, analysis found external insulation abrasion 10.7 ¿ 10.9 cm and 14.8 ¿ 15.2 cm from the distal tip consistent with lead friction to the ICD can. The etfe coating was abraded a these locations.

Event description:
This report is to advise of an event observed during analysis. External insulation abrasion was noted.